Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/5/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide lot number photo analysis: a photo was submitted for analysis to ethicon. Upon visual inspection of the picture, the following was noted: an instruction for use for cated vicryl plus that contains different languages was observed. The germany language was not observed into this information. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was reported: there was no ce marked vicryl plus IFU on the eifu website. This issue was resolved during the day 27.11.2024 but both versions are now online. It is planned to obsolete the non-ce IFU for EU/ce mark countries to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that 26-nov2024 that a customer raised a question asking about clarification for vicryl plus ifus. About 1 code of vicryl plus were identified as ¿missing IFU in local language¿. It seems that the paper IFU referring to eifu website for german language IFU (de) but it does not contain a german version. It seems that the whole product family was impacted. No patient involved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: photo analysis submitted captured in the initial medwatch report. Photo analysis: a photo was submitted for analysis to ethicon. Upon visual inspection of the picture, the following was noted: that the paper IFU is correct in that the german language is not included in the print version. The paper IFU does not include all EU relevant languages, but the electronic IFU will include all EU relevant languages. All relevant languages including german language are referring to the eifu. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.